Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the wash tower valve and then checked the instrument pressure. The analyzer was still failing to register any system pressure, and the failing vacuum pump was replaced. The fse primed all instrument pumps and lines. The fse then verified instrument hardware by performing qc; obtained results were within the customer's established ranges. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) hotline and reported a leak from their access 2 immunoassay system and occurrences of "vacuum under limits errors". The customer could not identify the source of the leak. There was no report of injury to the user.